Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose during the reported event was 95 mg/dl while their sensor glucose was reading at 63 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 63 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The sensor will not be returned for analysis.